Event description:
It was reported that during an unknown procedure, the tissue pad came off when it was removed from the trocar. No piece fell into the patient. They did not state on how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4 ,6: info anticipated, but unavailable at this time.